Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by using mobile c-arm system. The philips field service engineer (fse) inspected the system on site and confirmed that that system was unable to start. Upon troubleshooting, fse found that the modules were not receiving power, and the status leds on the pdus were unlit, indicating a fault with the pdu. To resolve the issue, fse replaced the pdu fan tray and dcps and adjusted the bodyguard sensors. The defective pdu fan tray was returned to philips for analysis and confirmed that the ac/dc power supply was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.